Manufacturer narrative:
It was reported that during a c-section procedure, the surgeon saw an arc coming from the cautery pencil and she suffered a minor burn to her thumb. No serious injury resulted and medical intervention was not indicated. The sample was returned and evaluated. The device was tested utilizing a chicken breast and the issue could not be confirmed. The pencil was tested both on cut and coag modes at settings of 35/35 and 50/50. The pencil performed as intended and no arc was seen. The facility states the tip was adequately stated on the pencil and it did not come in contact with any metal. A root cause for the reported incident has not been determined, as the item performed as expected when tested in multiple settings and trials. Eval of the returned sample did not identify any defect or abnormality during use. However, due to the reported incident, this medwatch is being filed.

Event description:
During a c-section procedure, the surgeon saw an arc coming from the cautery pencil and suffered a minor burn to her thumb.